Event description:
Adverse reaction (both knees) [adverse reaction]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a pt, unk initials. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc-one (hylan g-f20) at a dose of 6 ml once, in an unspecified location. The lot number of synvisc-one was not provided. On an unspecified date, the pt experienced an adverse reaction. The action taken with synvisc-one treatment was unk. The outcome for the event of "adverse reaction" was not provided. Relevant concomitant medications were not provided. The intensity of the event of "adverse reaction" was not provided. The reporting physician did not provide the relationship between synvisc-one and the event of "adverse reaction". Add'l info was received on 03/04/2012 from the physician. It was confirmed that the pt was administered synvisc instead of synvisc-one. The pt had three injections. Add'l info was received on 03/19/2012 from the physician which upgraded the case from non-serious to serious. The pt was a (B)(6) female pt with initials (B)(6). The pt's medical history was significant for osteoarthritis (grade: severe, x-ray grade: IV, duration: years by history, prior effusion, joint narrowing and osteophytes present) and visco supplementation with an unk product. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f20) at a dose of 2ml, 1x/w, in both the knees. The lot number of synvisc was not provided. On (B)(6) 2012, the pt received second injection of synvisc. On (B)(6) 2012, after receiving third injection of synvisc, the pt experienced an adverse reaction in both the knees. On an unspecified date the pt initiated treatment with ice, activity modifications, medrol (methylprednisolone) (dose pack). The action taken with synvisc treatment was not provided. On an unspecified date, the pt recovered with sequelae from the adverse reaction. Relevant concomitant medications reported include atenolol, doxazosin, benazepril, ropinirole, simvastatin, oxybiotin (oxybutynin hydrochloride) and aspirin (acetylsalicylic acid). The intensity for the adverse reaction was assessed as severe. The reporting physician assessed the relationship between synvisc and the adverse reaction as possible.

Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.